Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on his left hip on or about (B)(6) 2006. Patient experienced persistent severe pain and discomfort in his left hip, buttocks, groin, and thigh, which has increased over time; sensation of misalignment, numbness, weakness, and decreased range of motion. Patient's hip pops, clicks, and catches. He has experienced side effects of metallosis in the form of itching rashes all over his body. Physicians advised patient that he suffers from substantially elevated, if not toxic, levels of cobalt and chromium metal ions in his bloodstream. As of (B)(6) 2011, patient's cobalt level was a 6.4 and his chromium level was 1.5. Upon information and belief, patient is suffering loss of muscle mass and deterioration of the soft tissue in his hip. Patient has not yet scheduled an explantation of the asr hip implant. Update: (B)(6) 2012 - medical records were obtained. Records indicated significant amount of fluid around the acetabular component.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.